Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted on (B)(6) 2011 as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, on (B)(6) 2011, a baseline biliary obstructive symptoms assessment was performed and revealed no symptoms. On the same day, liver function tests were performed. On (B)(6) 2011, a pre-study stent placement cholangiogram revealed a mid-biliary stricture. A sphincterotomy was performed during the study stent placement procedure as one had not been previously performed. During the procedure, the stent was deployed in a satisfactory positioned across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2011. On (B)(6) 2012, the patient was scheduled to undergo the per-protocol removal of the study stent. The pre-study stent removal cholangiogram revealed a migrated stent. The stent was not located during the endoscopic retrograde cholangiopancreatography (ercp) procedure and was reasoned to have migrated completely and passed out of the patient's body. A post-stent study removal cholangiogram noted partial resolution of the original stricture, which was confirmed with a balloon sweep. No additional stenting was required. No associated adverse events, hospitalizations, or patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4) the reported event of stent migrated. Study source: (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used as per the boston scientific wallflex biliary (B)(4) study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Stent migration is listed in the dfu for this product as a potential complication associated with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.